Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that air was observed in the patient line of the cassette. The patient was connected to the homechoice device for their initial drain of peritoneal dialysis therapy at the time of the observed air. There was nothing found during troubleshooting that could have caused or contributed to the observed air. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.